Event description:
The affiliate stated the customer alleged approximately five (5) milliliters of fluid (diluent and control material) leaked from the bottom of the instrument during quality control (qc) analysis involving coulter act series analyzer. The customer was advised to use proper personal protective equipment (ppe) prior to troubleshooting and had on gloves. During troubleshooting, the customer discovered the waste line was crimped. The customer corrected the waste line and manually drained the vacuum isolator chamber (vic) and red blood cell (rbc) chambers via the solenoids. The customer ensured all baths and the vic drained properly and performed system startup. The customer analyzed one patient sample and all results passed with no further sign of fluid leak. The customer reanalyzed quality control, as recommended; and it passed within the acceptable range. Patient results were not impacted. The customer did not have direct contact with the fluid; there was no exposure to open lesions or mucous membranes. There was no report of operator injury or adverse effect associated with this event. The facility has an exposure control/risk management protocol in place. The instrument was in normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting via the telephone. The cause of the event was crimped waste line, which caused fluid to overflow from the baths and vacuum isolator chamber (vic). (B)(4).